Event description:
It was reported that the left ventricular (lv) lead was exhibiting high thresholds. A device interrogation also revealed an increase in right ventricular (rv) lead impedance which was currently variable. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.